Event description:
It was reported that the customer had an error alarm during manual prime. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked case at reservoir tube window corner.